Event description:
It was reported that ll vlv adpt(stand alone) leaked blood. The following information was provided by the initial reporter: material no: 2000e batch no: unknown. It was reported that a start needle free valve became loose from the injection site and the patient ended up bleeding out of the site.

Manufacturer narrative:
Investigation summary: customer reported blood leakage from needle-less connector and returned (B)(4)representative samples of the same batch/lot and material number. The samples were tested under a two step process: submerged air pressure leak test and calibrated gauge test. The first test was conducted in vh and consisted of leakage testing according to the attached protocol, 1503-001-003-r. Any leaks would be observed through bubbles emerging from the samples while submerged underwater at 30 psi for ten seconds. Each sample was tested twice, once with only the male luer engaged and again with a cap (that includes piston) in order to engage the female luer smart site piston. The pictured wrench was only used for removing samples, and holding the manifold underwater. The samples were all hand-tightened. There was one failure observed, a very slow (one bubble per 3 seconds) leak from the male luer. Tj found no failures with two tests, a machine leak test and the go/no go gauge test. This applies to the failure sample found in vh as well. A gemba walk at the manufacturing facility found no issues. Given the tests conducted in tj were more robust, and the proximity of the team to the parts, the complaint is not verified. This is despite finding a failure sample in vh. Without a verification of the failure, a root cause could not be determined. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) leaked blood. The following information was provided by the initial reporter: material no: 2000e , batch no: unknown. It was reported that a start needle free valve became loose from the injection site and the patient ended up bleeding out of the site.